Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon could not be deflated. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter's facility name, address and city), block e2 (initial reporter's email), block h10 (additional MFR narrative). Problem code 1149 captures the reportable issue of balloon failed to deflate. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon could not be deflated. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1149 captures the reportable issue of balloon failed to deflate. Block h10: investigation result: visual examination of the returned complaint device found the balloon and the catheter of the device had no damages noted. It was also noted that the device was inflated and deflated without problem, which does not confirm the reported event. The balloon outer diameter was measured at its two recommended volumes and were found to be within specifications. The returned device review (visual, physical, and performance testing) showed no evidence of either the alleged or any defect which could have contributed to the event. Based on the available information and that the complaint device was able to inflate and deflate successfully, the most probable root cause for this complaint cannot be detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon could not be deflated. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event.